Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found sensor cannula retracted inside of the sensor. Unable to confirm that the customer received the sensor damaged due to product being returned opened/used. Found cannula whole with no broken or missing parts.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the sensor cannula was missing when the sensor was removed from customer's body. Customer was advised the sensor would be replaced and agreed to return the product for analysis.